Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer screen or printer were broken. It was indicated stylus and cursor did not align. It was indicated that the connection between the printed circuit board (pcb) and overlay required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen and printer were broken. The programmer was returned for service. No patient complications have been reported as a result of this event.